Event description:
It was reported that within a month of implant, the left ventricular lead dislodged. During the procedure to remove and replace the lead, the new left ventricular lead would not stay in the vessel. The lead was attempted, but not used. A different left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. (B)(4) the full lead was returned, analyzed, and no anomalies found. However, there was blood on the electrode and there was blood/body fluid on the distal conductor (not obstructed).